Event description:
On (B) (6) 2009 the pt reported she sees air bubbles in the end of her insulin infusion set tubing. This occurred after she removed a partially filled insulin cartridge from her backup infusion device to insert into her primary device. She inserted her cartridge into her primary device and while priming, she saw small air bubbles near the end of the tubing. She said she changed her infusion set earlier today. She uses room temperature insulin to fill her cartridge. The pt was instructed to prime out all air bubbles which she successfully did. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.